Manufacturer narrative:
Additional information: d4, d10, g4, g7, h2, h3, h6, h10. UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) review for lot number 137 showed no abnormalities related to the reported failure. Device manufactured in 2013. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Link to mfg report #: 3004608878-2020-00142.

Event description:
This is 1 of 2 reports. A customer reported that the a2101 mayfield ultra base unit failed to hold. There was no known patient injury nor delay in surgery reported.